Event description:
Pump continues to alarm high pressure in spite of an open patent catheter. Patients always have 2 pumps in the home at all times, that is why 2 serial numbers are given with this report.